Event description:
Boston scientific received information that this right atrial lead exhibited high pacing thresholds and got dislodged. This lead was then repaired and was scheduled for a revision. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received information that t this right atrial lead exhibited high pacing thresholds and got dislodged. This lead was then repaired and was scheduled for a revision. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.